Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) up to 500 mg/dl with no reported symptoms associated with an alleged inaccurate delivery. It could not be determined whether or not the patient continued pump therapy and it could not be determined or if patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient stated that the pump was already returned so it was not available. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and had an unknown amount of ketones, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: a review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.